Event description:
Harmonic scalpel failed to work when used on patient. We then got a new handpiece (disposable) and tried it but that didn't work either. I then got a new machine and plugged that unit into it and that failed to work. I then got a new cord for the handpiece and tried it and at first that didn't work. I then went to get a third handpiece, cord and machine but when I returned to the or the unit "just started working" per surgeon.